Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead was capped and replaced due to a gradual rise in defibrillation impedance for the previous 14 days to greater than 200 ohms. The device alarm was going off for this. There were no patient complications associated with this event. Additional information received reporting the lead had also been experiencing diminished r waves.

Manufacturer narrative:
(B) (4)

Event description:
It was reported the lead was capped and replaced due to a gradual rise in defibrillation impedance for the previous 14 days to greater than 200 ohms. There were no reported patient complications associated with this event.